Manufacturer narrative:
An investigation is in progress. This complaint is captured under amd medicom inc. Complaint number (B)(4).

Event description:
The following was received by amd medicom: "on (B)(6) 2021 I had a (B)(6) year old patient in my chair for an exam. She noted an allergy to several items including tree nuts. I remembered something about tree nut allergies and varnish so I grabbed the box of halo varnish to read and it very specifically states no nuts, dairy, etc. The only contraindication is an allergy to "colophonium". Who even knows what that is? I placed the varnish. This little girl ended up in the ER with anaphylaxis. She is luckily ok. Looking into this further, colophonium is a synthetic resin made from trees. If there had been a more obvious alert, this could have been avoided. Imagine if she had died? This is a real possibility. There needs to be a more obvious alert on this box! " "roughly 20 minutes after application, patient got hives on mouth and throat swelling. Patient required emergency department intervention for anaphylaxis and hives. There needs to be a much better alert on the box. No one knows what "colophonium" is. "

Event description:
The following was received by amd medicom: "on (B)(6) 2021 I had a 7 year old patient in my chair for an exam. She noted an allergy to several items including tree nuts. I remembered something about tree nut allergies and varnish so I grabbed the box of halo varnish to read and it very specifically states no nuts, dairy, etc. The only contraindication is an allergy to "colophonium". Who even knows what that is? I placed the varnish. This little girl ended up in the ER with anaphylaxis. She is luckily ok. Looking into this further, colophonium is a synthetic resin made from trees. If there had been a more obvious alert, this could have been avoided. Imagine if she had died? This is a real possibility. There needs to be a more obvious alert on this box! " "roughly 20 minutes after application, patient got hives on mouth and throat swelling. Patient required emergency department intervention for anaphylaxis and hives. There needs to be a much better alert on the box. No one knows what "colophonium" is. "

Manufacturer narrative:
An investigation is in progress. This complaint is captured under amd medicom inc. Complaint number (B)(4). Follow-up information: an investigation was conducted and confirmed that there are no tree nuts in the product 1015-wb32 (dhvarnish5% fluoride wildberry). The labelling indicates not to use the product with a know allergy or reaction to colophony (colophonium). Colophonium is a term used for tree resin (rosin). The rosin is extracted from pine trees but does not contain tree nuts. The manufacturer stated that t they are not an allergen free facility, however, there is no physical contact between products and that a cleaning procedure is undertaken between batches and products to avoid cross contamination. A probable cause is that the patient has an allergy to colophonium. No labeling changes are required based on this incident. The dental professional, in their own words, saw the statement on the box regarding contraindication to "colophonium" before application and proceeded to apply the varnish anyway. Therefore, a better alert would not have prevented this event as the alert was ignored as in the original report from the dentist "I remembered something about tree nut allergies and varnish so I grabbed the box of halo varnish to read and it very specifically states no nuts, dairy, etc. The only contraindication is an allergy to "colophonium". Who even knows what that is? I placed the varnish."